Event description:
It was reported that during a da vinci-assisted procedure the customer had recoverable faults on the system. The customer tried to recover the fault but it came back immediately. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs and found error 32100 pointing to arm 4 current/ voltage setup joint (suj) 4 proximal. The customer restarted the system per tse's suggestion, but error persisted. The tse noted that the customer got disconnected and did not call back. Intuitive surgical inc. (Isi) followed up with the or nurse to confirm that the customer had difficulty with troubleshooting arm 4 and chose to convert to open surgery. The procedure was completed after converting with no patient harm. There was no patient demographic information available such as age, weight, gender, ethnicity, or prior history.

Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the outer proximal setup joint (suj) the system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the parts involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed that the error 32100 I_brk_c_l (vert+) was reproduced on the system after installing the suj. The error still persisted when the acu was replaced with a known good acu. The vertical brake will be replaced as a fix. The vertical harness will be replaced as a precaution. The reported complaint was confirmed based on the failure analysis investigation.